Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of vial-mate adapters were difficult to attach to normal saline 250 ml bags which resulted in fluid leaks. Although the vial-mate adapters appear to be attached, the needle within the vial-mate would easily pull out of the port causing the bags to leak when activated. The leaks were identified at the port where the vial mate is attached to the 250 ml bag and it appears to be between the two components. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.